Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous graft anastomotic site of the left upper arm. After crossing the lesion with a 7mm x 40mm x 80cm sterling balloon, the device was inflated. During the first inflation the balloon ruptured at 4 atm. A 6mm sterling balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).